Event description:
The reporter stated that he performed surgery to implant, bilaterally, the lower extremity devices (product catalogue number not confirmed) on (B)(6) 2006. The subtalar mba system is indicated for use in treatment of the hyperpronated foot and stabilization of the subtalar joint. In the last few months, the pt had pain and developed medial ankle fibrous tumors in both feet. Surgery on one foot was performed to remove the implant and fibrous tumor. Similar surgery is planned for the pt's other foot. The pt has moved away from the area, and follow up has been with another physician. Integra has requested additional clinical info.

Manufacturer narrative:
The devices involved in the reported incident are not expected to be received for eval. An investigation has been initiated based upon the reported info.